Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received entitled, "sports activity after low-contact stress total knee arthroplasty, a long term follow-up study". Literature article "sports activity after low-contact stress total knee arthroplasty, a long term follow-up study" (2016) by ines vielgut, lukas leitner, norbert kastner, roman radl, andreas leithner & patrick sadoghi published by scientific reports was reviewed. The article purpose: to provide comprehensive long-term data about sports activity levels in patients following total knee arthroplasty and to determine the impact of pre-operative function, pain and specific performed sports on the results. The article reports: the study population consisted of 236 patients (260 knees) who have previously undergone total knee arthroplasty between 1986 and 2002 and have been actively engaged in sports prior to surgery. The authors found that pre-operative sports activity was highly correlated with post-operative sports activity. The patella was not resurfaced in any patient. Cement was routinely used in all patients although the cement manufacturer was not disclosed. Depuy products involved: lcs. Complications: aseptic loosening (3), implant fracture (1), implant wear (1), infection (1), adhesions (1), surgical intervention (7). The location of the implant fracture is not known.